Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient's father contacted animas to report that back in (B)(6) 2012 he noticed a white particle floating in a new cartridge after it had been filled with insulin. The patient's father reported that he did not notice the particle before filling the cartridge and was sure that the particle did not come from the vial of insulin. The reporter felt the particle was inside the cartridge before it was filled. At the time of the call, the patient's father confirmed he had saved cartridge; however, no longer had the lot number associated with the cartridge. The reporter was advised to return the cartridge in question back to animas. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The subject cartridge has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.